Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon powering on. No patient involvement.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) displayed " system error, out of service, revert to manual CPR " error message" was confirmed during the functional testing and based on the review of the archive data. The root cause was due to the failed processor board (pca), likely attributed to the failed component. However, user mishandling cannot be ruled out since the platform's front and bottom enclosures were observed with damage. Visual inspection of the returned autopulse platform revealed the cracked front and bottom enclosures, unrelated to the reported complaint. The observed physical damages were likely attributed to user mishandling such as a drop. The damaged front and bottom enclosures were replaced to address the observed issue. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. System error 139 was generated if a platform cannot give optimum CPR, the platform stopped compression as intended if it can't provide optimum CPR. Further review of the archive data showed the occurrence of the user advisory (ua) 02 (compression tracking error), (ua) 45 (drive shaft not at home position), and (ua) 07 (discrepancy between load 1 and load 2 too large) error messages, unrelated to the reported complaint. Based on the archive, the errors were cleared by the customer. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 02 is an indication that autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position, or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The failed processor board (pca) was replaced to remedy the fault. In addition, unrelated to the reported complaint, the investigation revealed that the drivetrain motor brake assembly air gap was out of specification and could not be adjusted. The failed drivetrain motor was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse with serial number (B)(6).